Event description:
Reporter alleged discrepant results between the blood glucose monitoring system and a valid lab comparative. Reporter stated device result was 511 mg/dl and the lab reading was 90 mg/dl. Reporter indicated the pt was treated with a "sub q" IV of insulin. Reporter stated not being able to provide the time between tests and was not sure if a repeat test was performed as well as did not provide whether controls were used or were within range at the time of the alleged event. A request was made for the return of the suspect device and replacement product was sent.